Event description:
Report received from (B)(6) stating that the device had "oil leakage" the device was not being used during surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes. The investigation is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).